Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent additional information was requested, and the following was obtained: patient called and does not give permission to contact her physician/surgeon. She will mail in her medical report. Does ethicon have your permission to contact your physician/surgeon, in the event ethicon would like to contact your physician/surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor¿s name and contact information such as email address and phone number. May we have copies of your surgery, post-op examinations/testing results? Events were submitted via 2210968-2021-06830.

Event description:
It was reported by the patient that the patient underwent an unknown skin closure on (B)(6) 2021 and the suture was used to close a five cm wound. One week later the patient was still encountering pain. Keflex was prescribed for potential infection then doxycycline when it persisted. It was reported that the patient has gone through two separate antibiotics and the second dose was doxycycline which after 2 weeks doesn't seem to have cleared the issue. Three weeks post op the stitches were removed, and the pain persisted. A second physician opined that foreign particles could precipitate a reaction from the body. The patient is still experiencing pain and redness six weeks after initial procedure. Currently waiting for the wound to fully heal before seeking further medical attention. Additional information has been requested.